Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: microclave and one used swab cap; broviac catheter, syringe (IV push, device syringe).

Event description:
The customer reported that the user was giving an IV push medication when the filter "busted". The filter line was attached to the patients right ij broviac (2.7 fr.) Catheter. The facility went live a couple of months with the filter set however in the past 2 weeks, the nicu has noticed several filter extension set complaints. There was no report of patient harm.

Event description:
The customer reported that the user was giving an IV push medication when the filter "busted". The filter line was attached to the patients right ij broviac (2.7 fr.) Catheter. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested the customer did not indicate any patient harm.

Manufacturer narrative:
The customer¿s report of damage to the filter was confirmed. Visual inspection via microscope showed that the 0.2 micron filter had a crack along the side weld line between the upper and lower housing on the filter¿s output port side. Functional testing verified a leak at the location of the weld line between the upper and lower housing. The root cause of the crack was not determined.